Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since patient had low flow alarms in setting of elevated mean atrial pressures (maps) and pain. Medication doses had been adjusted as well as medication timing. Log file review showed low flow events on 29aug2024 evening with flow noted as low as 2.2 lpm. The cause of low flows was determined to be patient's reduced lvvid and elevated maps. Low flow alarms had been intermittent. There was difficulty titrating medications. Maps were variable throughout the day. The patient was at this time an inpatient rehab and was evaluated per heart failure team daily. They had intermittent dizziness that did not correlate with low flows or elevated/decreased maps. A low flow adjustment was completed on (B)(6) 2024. The reason for low flow software required was due to patient's small left ventricle, difficult to optimize the blood pressure. The patient had sudden reports of chest pain. They also had been reporting small "shocks" in their chest area but more severe on (B)(6) 2024. They did not have an ICD in place. The cause of the shock was not determined at this time. The patient experienced chest pain only. They remained in inpatient rehab and chest pain had resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were attributed to patient's reduced lvvid and elevated mean atrial pressures (maps). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas instructions for use (IFU) (revision b) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.